Manufacturer narrative:
The toxo igg reagent lot number expiration date was jun-2021. Calibration and qc were acceptable. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys toxo igg (toxo igg) on a cobas e801 module. The initial result was 401 iu/ml (positive). On (B)(6) 2021 the sample was re-centrifuged and repeated twice with results of <0.180 iu/ml (negative). The negative results were believed to be correct. The questionable result was not reported outside of the laboratory. The toxo igg reagent lot number was 491191. The expiration date was not provided.